Manufacturer narrative:
(B)(6).

Event description:
Doesn't work it was reported the q-fix suture anchor didn't deploy properly resulting in a 10 minute surgical delay. Additional information recieved on (B)(6) 2015 indicated the initial anchor was left in the bone unsupported and a new bone hole was created to complete the procedure with 2nd anchor. There have been no reported patient complications.

Manufacturer narrative:
Visual inspection and functional test of the device could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence; however potential cause of failure for anchor deployment mechanism failure can be the result of inadequate force to retract inserter (outer sleeve), suture breakage or insufficient tension on the anchor. In addition, excessive torque applied to the handle or bent driver due to joy sticking can result in anchor unable to deploy. IFU was reviewed and was found to provide clear and thorough instructions for use. Based on a nonconformance review of this lot number, the device met the manufacturing specifications upon release for distribution.